Manufacturer narrative:
Summary of eval: the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. Corrective action was taken to improve the strength of the triathlon ankle clamp. The returned device was mfg prior to this change.

Event description:
It was reported that "ankle clamp plastic arm snapped and broke"